Event description:
During a trochanteric fixation nail system procedure, the blade guide sleeve and buttress nut were unclicking from the aiming arm. The device kept doing this as the surgeon was rotating the buttress nut to bring the blade guide sleeve to the bone. There was no delay in surgery. This report is 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of synthes device history records for lot 7309266 revealed the buttress compression nut was manufactured by isimac. (B)(4) shipments of this lot were received. Po 1527677 dated (B)(4) 2013 for (B)(4) parts, was inspected to the synthes incoming final inspection sheet number (B)(4) on 2013. Ncr (B)(4) was written because the threads were not to specification and all 4 parts were returned to the supplier for a rework. It was found at the supplier that all parts conform. Po 1527677, dated (B)(4) 2013 for (B)(4) parts, was inspected to the synthes incoming final inspection sheet number (B)(4) on 2013. The product conformed to all requirements. The certificate of compliance (c of c) is dated (B)(4) 20/13. (B)(4) parts were released to the warehouse on (B)(4) 2013. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Product development evaluated the devices as follows: the aiming arm, buttress/compression nut and blade guide sleeve are intended for use with the ti trochanteric fixation nail (tfn) system and intended as part of the tfn helical blade placement construct to accurately assist the 130 degree angled guidance of the helical blade placement into the tf nail. A test to determine proper function was performed using a sample nail insertion handle and all three (3) devices from this event. The devices locked and released normally through 25 test attempts. At no time did the devices not fit together as intended per the complaint description. Drawings 357.366 rev. D, 357.371 rev. B and 357.369 rev. C were reviewed and determined to be an acceptable reference of the intended design. It is likely that some other component was compromised in some way so as not to fit with the returned devices and has resulted in this complaint. The returned aiming arm, buttress/compression nut and blade guiding sleeve are functioning perfectly and determined to be suitable for their intended use. Device is an instrument not implanted/explanted.

Manufacturer narrative:
The buttress/compression nut appears very worn, with rough/dinged connecting edge, scratches in the smallest outside diameter, and scratched knurl. Isimac machine company manufactured the buttress/compression nut, part number 357.371, and lot number 7309266. The part was made to the specified material requirements. The part conformed to dimensional specifications at the required aql level at incoming final inspection. Upon inspecting the returned part for dimensional requirements, it was found that the outer diameter of the connecting end of the nut is over-sized, however, functional testing with the included 357.366 (aiming arm) shows that the 357.366 (aiming arm) will still engage the nut easily, but not retain it. The included 357.369 (blade guide sleeve) also threads smoothly into and out of the nut.